Event description:
It was reported via repair work order that the footend lift was stuck elevated due to malfunction potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the foot end potentiometer being out of calibration.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to the foot end potentiometer being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.